Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd unknown had connection issues (disconnection). It was reported by customer that the extension set became disconnected from IV, caused leaking. Verbatim: extension set became disconnected from IV, caused leaking.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. As the material and the manufacturing facility is unknown for this incident, a review of the risk documents could not be completed. Root cause couldn't be determined due to unavailability of sample/material/lot number information.